Manufacturer narrative:
Bayer service responded to the site and found that the bolt used to secure the stellant injector head to the ocs had come loose. No other issues were identified. Bayer product analysis has requested the involved injector and ocs parts for investigation. The request is under review by the customer at this time. If additional information becomes available a follow up report will be submitted.

Event description:
The site reported the following: a radiologic technologist was moving the stellant injector head for an injection and the injector head disengaged from the overhead counterpoise system (ocs) to which it was mounted and struck the technologist in the face. As a result, the technologist experienced a right eye contusion with associated swelling. The injector head did not fall. When the injector head struck the technologist in the face, they held the injector head with both hands thereby preventing the injector head from falling to another surface. The technologist had a recent operation on the right eye and was concerned that the event might have led to some damage; therefore, the technologist visited their physician for an evaluation. The physician indicated that the event was non-serious and the technologist returned to work the next day.